Event description:
The 840 ventilator stopped cycling while in use on a pt. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the vent inop condition. There was no report of any pt harm or injury associated with this event. The cse replaced the bdu cpu pcb. The unit passed extended self testing.